Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician used a psr3d as a guidewire with a non-penumbra catheter (anchor technique) and wanted to retract the psr3d into the catheter; however, resistance was encountered and the psr3d would not retract into a non-penumbra catheter due to the patient's severe tortuous anatomy. Therefore, the physician pulled the catheter and psr3d all together out of the patient's body. The procedure was completed by placing a braided stent device (pipeline) over the neck of the aneurysm. There was no report of an adverse effect to the patient.